Event description:
It was reported that the pt experienced a series of headaches since the pump was implanted. The hcp performed a "series of blood patches", pump dosing troubleshooting, x-rays and catheter dye study. The dye study appeared to show a break or leak in the catheter at the spinal segment. The hcp performed surgery on (B)(6) 2010 in order to revise the spinal segment of the catheter. The pt's headaches continued. The pt was subsequently diagnosed by another hcp with a sub-dural hematoma and surgery was performed to repair the sub-dural hematoma. Currently, the pt was "stabilizing from sub-dural hematoma surgery and is currently in-patient at the hospital". The pt was being monitored with regard to her post-surgical status and the status of the pump in order to determine if "something needs to be done with the pump system". The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).